Event description:
Paramedics responded to a person described as in full cardiac arrest. The patient was described as extremely hairy and the reporter stated the event was the first time the operator had used the device with hands-free defibrillation electrodes. According to the reporter, the device alarmed "paddles leads off" and would not transfer energy to the patient when the discharge button was pressed. A backup defibrillator with hard paddles was used to deliver an unknown number of countershocks to the patient. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending paramedic's assessment of the patient's viability and the immediate availability and use of a back up defibrillator/monitor.